Manufacturer narrative:
Additional information: changed to adverse event and product problem. Event: it was reported that the patient experienced recurring incontinence and the device failure to cycle with an artificial urinary sphincter (aus).

Event description:
It was reported that the patient experienced recurring incontinence and the device failure to cycle with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new 5.5cm aus cuff, pump, and balloon were implanted. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new 5.5cm aus cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.